Manufacturer narrative:
Olympus received one used sd-240u-25 device with lot number 27-v and six unopened devices of sd-240u-25 with lot number v2712. The eval was limited to visual inspection as excessive blood stains or biomaterial was observed throughout the device. Additionally, the handle was missing, the operating wire was frayed, the tube was kinked, and the loop wire at the distal end was bent. The referenced device was forwarded to the OEM for further eval.

Event description:
Olympus was informed that during a colonoscopy procedure for removal of a large polyp, the first snare folded upon itself and could not be removed from the polyp. As a result, the snare was cut by the handle, and the endoscope was withdrawn from the patient. The endoscope was then reinserted in an attempt to remove the first snare, but, without success. The second snare and the endoscope were then withdrawn from the patient. The patient was transported to another facility for surgical removal of the first snare. Olympus followed-up with the user facility via phone and in writing to obtain add'l info regarding this report but no further details provided.